Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a non-specific product performance anomaly. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported.